Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement surgery due to a lead discontinuity, dc dc fluctuation and increase in seizures. At the moment good faith attempts to obtain further information regarding the event have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the explanted products cannot be returned as the hospital always discards explanted products after surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the treating physician indicating therapy was not effective due to non-working system (dcdc = 0 and 1). Also, the physician indicated surgical technique for implanting vns is also a contributory factor for the reported lead issues. The reported increase in seizures was mentioned to be above pre-vns level and included seizures with falls which also increased. No trauma was reported for the reported lead discontinuity. The last good system diagnostics were from (B)(6) 2011 and were within normal limits. X-rays were received and evaluate by the manufacturer. Review of x-rays indicated that the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be fully inserted into the generator connector block. There was no lead placed behind the generator. The entire lead could be assessed and no obvious discontinuity found. Electrodes seem correctly aligned on the vagus nerve.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Adverse event, corrected data: supplemental report #1 inadvertently did not check adverse event. Type of report, corrected data: initial report inadvertently did not list type of report. Field should have read 30-day report.